Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported stent stuck in instrument channel and the adhesive was protruding into the channel during a therapeutic endoscopic ultrasound procedure involving an olympus ultrasound gastrovideoscope. The procedure was completed with an olympus back up device. There was no patient injury reported.